Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had power cable disconnect alarms when connected to batteries. The clips were changed. The patient then had the same alarm while connected to the mobile power unit (mpu). The patient attempted to change the controller, but became panicky and did not successfully change it out. The controller exchange attempt caused pump stops. The log file showed the power cable disconnects during routine power source changes on (B)(6) 2021. The log file also captured driveline disconnects on (B)(6) 2021. There was no need for the controller exchange. It was the first time the patient had this kind of issue. The clips looked good, there were no bent or broken prongs. Related manufacturer report number of pump: 2916596-2021-04690. Related manufacturer report number of mpu: 2916596-2021-04692.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect alarms was not confirmed. The heartmate 3 system controller (serial number (B)(6) ) was not returned; however, a log file was submitted for analysis. The submitted log file contained data spanning approximately 3.5 days ((B)(6) 2021 per the timestamp). The log file captured power cable disconnect alarms throughout the log file; however, these are consistent with routine power source changes. The reported event date occurred on (B)(6) 2021 and there are no atypical power cable disconnect alarms active within the log file. Multiple attempts were made to obtain additional information about the reported event such as if the power cable disconnect alarms resolved, and if any products will be returning to abbott; however, no response was given. The root cause of the reported event could not be determined through this analysis. The device history records were reviewed and the records revealed (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.